Event description:
It was reported that this patient suffered an unrelated stroke and received a magnetic resonance imaging (MRI) scan. During the scan, loss of capture was observed, resulting in asystole and convulsions. The scan was halted. Boston scientific technical services (ts) was contacted and recommended thorough provocative maneuvers and diagnostic imaging to assess the system integrity. At this time, the device remains implanted and the patient is stable.